Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, a dissection in the left common carotid artery occurred from a non abbott sheath. The dissection was treated with the rx acculink successfully. However, after post dilatation of the rx acculink, the pt experienced some right upper extremity weakness, sysarthria, and a leftward gaze. The pt was transferred to the intensive care unit and was placed on oxygen, continuous airway pressure, and given neosynephrine for hypotension. The pt had seizure activity, was treated with dilantin and was nonresponsive for several days. There was improvement after about 1 week and the pt was transferred to a telemetry unit. The pt developed abdominal pain, a gastrointestinal bleed, metabolic acidosis, and was transfused with 2 units of packed red blood cells. It was requested by the family not to resuscitate the pt and subsequently the pt expired in 2008.

Manufacturer narrative:
Study event. The device remains in the pt. A review of the finished device history record did not reveal any non-conformities which could have contributed to this complaint. Stroke, hypotension and seizure may occur during this type of procedure and are listed in the instructions for use. The reported hospitalization was in response to the observed pt effects. There was no device malfunction reported.